Event description:
After 2 months of implantation, this pacemaker was explanted. It was originally reported to ela by guidant that this device was explanted because of dissatisfaction with the product. According to the patient's physician, the pacemaker was electively explanted during a ventricular lead replacement because they did not have an ela programmer available at the time.